Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. The sds was returned with contrast visible in the guide wire lumen and inflation lumen. The stent implant was dislodged from the sds. There was no damage noted to the stent implant. The balloon was loosely folded. There was crimp marks on the balloon between the markers. There was a bend in the hypotube at 74.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The stylet and orange sheath were returned with the sds. A laser micrometer was used to measure the stent implant outer diameters. The outer diameters were oversized. These did not meet manufacturing criteria. Pin gauges was used to measure the flared end of the sheath. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent implant had dislodged from the balloon during unpacking. However, it was not discovered until the stent delivery system (sds) was inserted into the patient. It should be noted that per the instructions for use (IFU), inspect the sds prior to use and do not use if any defects are noted. Analysis of the rx vision confirmed that the stent implant had dislodged from the balloon. The stent outer diameters were measured and found to be oversized, which is consistent with positive pressure being applied to the system. This would cause the balloon to slightly expand, partially deploying the stent. The stent could then become loose/dislodged and the stent outer diameters would then be out of specification, as noted during the analysis. Loose balloon folds and the presence of contrast in the inflation and guide wire lumens are consistent with the device having been prepared for use. Crimp marks were visible on the balloon and between the markers, suggesting that the stent implant was originally positioned correctly and securely at the time of manufacture. The ID of the returned protective sheath was measured and met manufacturing specification. In addition, a bend in the hypotube was noted. There was no mention of this in the incident report and likely occurred during the packing/shipping of the device back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. There does not appear to be a product quality issue. A review of the finished device lot history record did not reveal any non-conformities. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent remained on the mandrel when the stent delivery system (sds) was removed from the packaging. This missing stent was not noticed until after the sds was inserted into the patient. No patient effects were reported. No additional event or patient information is available.